Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had been alerting sensor glucose not available and calibration not accepted. Customer stated that when they removed the sensor the cannula was shorter than normal. Blood glucose level at the time of the incident was 88 mg/dl. The customer was advised that the sensor would be replaced. The product is expected to return.